Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay ver. 2 and the elecsys ft4 ii assay on a cobas 6000 e 601 module. The initial results were reported outside of the laboratory. The sample was repeated and the repeat values were deemed correct. The sample initially resulted in a tsh value of 0.027 uiu/ml. The sample was repeated on (B)(6) 2023, resulting in a tsh value of 3.65 uiu/ml. The sample initially resulted in a ft4 value of < 0.101 ng/dl with a data flag. The sample was repeated on (B)(6) 2023, resulting in a ft4 value of 1.29 ng/dl. The tsh reagent lot number was 65330900, with an expiration date of 30-sep-2023. The ft4 reagent lot number was 59275400, with an expiration date of 30-apr-2023.

Manufacturer narrative:
The field service engineer discovered the sample probe was loose. The probe was tightened and adjustments were performed. Performance testing passed. The customer ran calibration and controls and these were acceptable. The last calibration performed on (B)(6) 2023 was ok. Quality control recovery was acceptable. Upon review of the alarm trace, an abnormal sample probe movement was observed. The investigation determined the service actions resolved the issue.